Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute integrity drug eluting stent was implanted (3x38mm) in the coronary artery. Post procedure, patient suffered myocardial infarction. Cec adjudicated event as myocardial infarction which occurred same day as index procedure.